Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. While completing a motion calibration, it was found that t here was damage to the tube side exterior fan cover possibly caused by something getting stuck in the system. This was repaired. During 3d testing, an abnormal noise was heard. Closer inspection of the inside of the system determined there was a blood spill which was possibly causing the noise. Additionally, log review showed that an error 33 was generated, which is a communication error that requires a system reboot. The system was then retested with no problems and was returned to service. The system passed the system checkout, and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was unable to take a 3d spin. When the site tried to take a 3d spin, the tube and detector would not rotate. There was no patient present when this issue was observed.